Manufacturer narrative:
Infutronix is waiting for the affected device to be returned for evaluation.

Event description:
On (B)(6) 2022, infutronix received a complaint from an end user: "an administration set model hs-004, lot 2106005, set was leaking from the sides of the filter from a treatment that took place today. This happened to a patient, while at home receiving a treatment." Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4) medical co. Ltd.

Event description:
This is a follow-up for the initially filed MDR 3011581906-2022-00022.

Manufacturer narrative:
On 04/22/2022, infutronix confirmed with the service provider that the affected device was discarded by the end user and therefore no root cause could be established. The reported issue was not confirmed.